Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified the damaged latch roller. The cause of the damaged latch roller is unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.